Manufacturer narrative:
Patient information was not provided. Customer reported that issue occurred "a week or so ago" from the date of the report ((B)(6) 2015). Sorin group (B)(4) manufactures the gas blender. The incident occurred in (B)(6). This report is filed on behalf of sorin group (B)(4). Sorin group received a report that the o2 levels dropped on the s5 gas blender system. The facility is investigating the o2 source. There was no report of patient injury. The investigation is on-going. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group received a report that the o2 levels dropped on the s5 gas blender system. The facility is investigating the o2 source. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the gas blender. The incident occurred in (B)(6). This report is filed on behalf of sorin group (B)(4). Sorin group received a report that the o2 levels dropped on the s5 gas blender system. The facility is investigating the o2 source. There was no report of patient injury. The complained device was returned to sorin group (B)(4) for investigation. Visual inspection was unable to identifiy any abnormalities or defects. A functional analysis confirmed the reported issue and identified defective measuring bridges for the gas and air controllers. The bridges were replaced and a functional control and technical safety inspection were carried out. No further issues were identified and the unit was returned to the customer. A review of the DHR did not identify deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.